Event description:
The customer reported via phone call that they were attempting to prime after an unexpected re-start was cleared. The insulin pump had an unresponsive keypad because the act button seemed stuck. The blood glucose reading was 220 mg/dl. There were no significant events prior to the issues. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to moisture damage on keypad trace. No scrolling numbers display anomaly noted. The insulin pump was unable to verify alarm due to unresponsive button. The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.